Manufacturer narrative:
The reported events were unable to implant and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. Visual inspection found the helix to be retracted and clogged with dried blood. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin. The cause of helix mechanism issue was isolated to the helix being clogged with dried blood. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead was unable to implant and failed to retract the helix. The ra lead was not used and replaced. The patient was in stable condition.